Event description:
It was reported that the fluid warming device was leaking at the bottom. No patient injury or adverse affects were reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
Additional information was received which included the event date and there was no patient involvement. Event occurred during preventive maintenance.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 and e4 are unknown, no information provided to date. Additional event information received indicating no patient involvement (updated b5), corrected data: evaluation codes conclusion (updated h6).

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. It was observed that the water tank cover on the bottom left side was cracked, the reservoir gasket was worn out and the leds were broken. Functional testing duplicated the reported issue. The investigation determined that the worn gasket and cracked water tank were the cause of the reported issue. The water tank window and gasket were replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.